Manufacturer narrative:
Incorrect patient date of birth was previously reported.

Event description:
Additional information received from the rep reported the ins was revised on (B)(6) and it resolved the patient's pain in the left buttock. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a company representative reported a lot of pain at the implantable pulse generator (ipg) site in the buttock. The patient described a 30 lbs weight loss with a subsequent weight gain but felt that the ipg was closer to the surface following the weight loss and gain. The patient was prescribed lidocaine cream but was only helpful for a few hours. No interventions were planned as of the day of this report. The patient was going to see the neurosurgeon on (B)(6). The representative later reported that a revision was scheduled for (B)(6). The battery site will be moved. The indication for use was spinal pain and chronic low back pain. If additional information is received, a follow up report will be sent.